Manufacturer narrative:
Pre-procedure and post-procedure medication included aspirin 81 mg and clopidogrel 75mg. Angiomax was administered during the procedure. X-ray images on cd were received and will be forwarded for clinical review. This device is not available for testing and evaluation as the device remains implanted. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported via the open study, a stent fracture was noted six months after flex stent implantation with no reported patient symptoms or adverse event. The event involved a (B)(6) male patient with a past medical history of bilateral peripheral vascular disease (pvd), coronary artery disease, previous smoking, prostate cancer, atrial fibrillation, diverticulum and constipation, anemia, carotid stenosis and arthritis. He presented to hospital with severe claudication symptoms and underwent flex stent implantation on (B)(6) 2014. The target lesion was located in the left distal superficial femoral artery (sfa) and was described as de novo, 100 mm in length, 75% stenosed and moderately calcified. The patient's vasculature was accessed from the right common femoral artery via a retrograde approach. The target lesion was then accessed in a contralateral approach over the bifurcation. The lesion was pre-dilated with a 5 x 60mm balloon followed by the successful implantation of a 7 x 100mm flex stent with a residual stenosis of 10%. The stent was then post-dilated with a 6 x 80mm balloon. The procedure was completed with no reported patient injury. Approximately six months after the index procedure, several small stent fractures were identified in the distal aspect of the stent. The patient did not experience any adverse events associated with the stent fracture and no treatment was provided. X-ray images of the distal left femur that were performed six months after the implantation were independently reviewed. Images of the initial index procedure were not submitted for review. The three provided images revealed a flex stent in the patient's left distal sfa extending into the above-knee popliteal artery. The stent appeared to be well expanded. The images also revealed moderate calcification. In the distal 20% of the stent, in the region of the adductor hiatus, there appears to be fractures of the stent interstices. There is no significant separation of the stent fragments. Without contrast, the reviewer was unable to assess the integrity of the stent lumen or the distal run-off. The reviewer noted that a full evaluation of the complaint was limited due to the paucity of the images and the lack of index procedure films provided making it difficult to assess when the stent fracture occurred (during post-dilation during the index versus post-procedurally). If the fracture occurred post procedurally, the reviewer concluded that it would likely have occurred secondary to anatomical considerations since the vessel segment was moderately calcified with a high grade stenosis (per the provided clinical information) and the difficulty in treating these types of lesions with multiple forces at work including flexion, torsion, longitudinal expansion and contraction. Lastly the reviewer believes the complaint was not related to a manufacturing issue but rather is a good example of the difficulty in treating severe pvd in the distal sfa and above-knee popliteal region. The product remains implanted in the patient and was not returned for analysis. A device history record (DHR) review revealed that the lot of products met all requirements per the applicable manufacturing quality plan. The instructions for use (IFU) directs users to perform an arterial angiogram to verify full deployment of the stent. If incomplete stent expansion exists, post-deployment dilatation can be performed at the discretion of the physician. The clinical implications of stent fractures are not well characterized. Nitinol fatigue leading to stent fractures is a well-known and documented intermediate and long term issues in the distal sfa. Deployment of stents in these types of lesions present multiple forces at work including flexion, torsion, longitudinal expansion and contraction. Based on the information provided for review, there are vessel characteristics (calcification and distal sfa/popliteal location) may have contributed to the reported event. Review of the provided x-ray images confirmed the reported stent fracture; though the exact cause of the failure could not be determined. Neither the DHR review nor the available information indicate that there is a manufacturing issue, therefore no corrective action is required.

Manufacturer narrative:
The x-ray cd was received and medically reviewed. The results are as follows: this complaint involves a patient who underwent endovascular treatment of a left superficial femoral artery stenosis. As per clinical report, the initial target lesion was moderately calcified and there was long segment stenosis. A 7x100mm flex stent was placed uneventfully. Six months after the index procedure a follow up x-ray noted the stent to be fractured. A single cd-rom containing three spot digital images of the distal left femur is submitted for review. No images from the initial angiographic procedure are provided. As per clinical report, retrograde access was achieved in the right common femoral artery and an over the bifurcation approach was used to approach the left superficial femoral artery. Following successful wire traversal of the lesion, pre-dilation was performed with a 5x60mm balloon to a pressure of 10 atm. A 7x100mm flex stent was deployed and was post dilated wtih a 6x80mm balloon to 10 atm. No adverse events during the index procedure are reported. Three xray images of the distal left femur demonstrate a flex stent in place in the distal left sfa extending into the above knee popliteal artery. The stent appears well expanded. There is moderate calcification. No contrast images are provided. In the distal 20% of the stent, in the region of the adductor hiatus, there appears to be fractures of the stent interstices. There is no significant separation of the stent fragments. Without contrast I cannot assess the integrity of the stent lumen or the distal run-off. This complaint involves a patient who had a flex stent placed in the distal sfa/ popliteal artery for treatment of long segment stenosis. The stent was noted to be fractured six months post procedure. No was no significant separation of the stent fragments. No significant patient symptoms are reported. Full evaluation of the complaint is limited due to the paucity of images provided. No images from the index procedure are submitted for review. Did the stent fracture during the post implant dilation. Assuming the stent did not fracture upon implantation, the most likely cause of the stent fracture is secondary to anatomical considerations. This vessel segment was moderately calcified with high grade stenosis as per clinical report. Additionally, this vessel segment is traditionally very difficult to treat due to multiple forces at work including flexion, torsion, longitudinal expansion, and contraction. Nitinol fatigue leading to stent fractures is a well known and documented intermediate and long term issue in the distal sfa. I do not believe that this complaint represents a manufacturing issue but, rather, is a good example of the difficulty of treating severe peripheral vascular disease in the distal sfa and above knee popliteal region. " additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the open study, a stent fracture was identified approximately 6 months post index procedure at the 6-month follow-up x-ray. The distal left sfa stent was noted 12.4 cm in length. There were several small strut fractures distally. Note was made of vascular calcification. No adverse event or injury to the patient has been reported. The patient is currently alive. The patient had one 7x100mm flex stent implanted in a moderately calcified lesion in the distal left superficial femoral artery (sfa) at the time of the index procedure. A retrograde approach was used from the right common femoral artery (sfa) with a 6f sheath. The target lesion had a rate of 75% stenosis with a length of 100mm. The stenosis minimum diameter was 2.5mm, the diameter above the lesion was 8mm and the diameter below was lesion was 5mm. Successful passage of a guidewire was made across the target lesion. Pre-dilatation was performed with a 5x60mm balloon with a maximum pressure of 10 atmospheres. The stent was successfully deployed in the patient and the residual stenosis was 10%. The stent was post-dilated with a 6x80mm balloon with a maximum pressure of 10 atmospheres. X-ray films were provided.